Manufacturer narrative:
Philips service replaced the clea extension board, nicol vasc v2 coll, and prec. Potmeter 5k0 3turns. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry error messages and no movements were available on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.